Event description:
It was reported that they were experiencing high blood glucose. The customer's blood glucose at the time of incident was 25 mmol/l. Customer's blood glucose at the time of call was 7.2 mmol/l. Customer was treated with manual injection. It was also reported that the insulin pump had a critical pump error and there was an open book image. Customer was not using auto mode at the time of high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.